Event description:
It was reported that the patient had an MRI done and the hospital wanted to do a CT scan, both were related to the patient pump. It was noted that the patient was an inpatient at a hospital at the time of report. It was reported that the patient had bad muscle cramps, spasm-ing and muscle tightening since (B)(6) 2014 when morphine was removed from their pump. It was noted that the patient had a return of spasticity symptoms. It was reported that the pump was used to infuse baclofen. It was reported the next day that the patient¿s healthcare provider (hcp) lowered the lioresal concentration or dose in (B)(6) 2014. It was noted that the patient¿s spasticity started to get worse about a month prior. It was reported that the patient was no longer in the hospital. It was noted that the patient walked out. It was reported that they refused to perform a CT or MRI and would not give the patient anything but oral baclofen and it was not helping with anything. It was noted that they offered the patient ¿narco¿, but the patient declined because it makes the patient sick. It was reported that the patient was able to walk using a walker. It was noted that the patient found another healthcare provider but needed to get a referral from a family practice healthcare provider first. It was reported that the patient is not any better. It was noted that the patient spasticity was ¿(B)(6).¿ it was reported that the patient was seen by their healthcare provider (B)(6) 2014 in severe pain. It was noted that 6 days prior, per the patient¿s request, the pump was refilled with baclofen only instead of baclofen/morphine. It was reported that the patient was receiving effective therapy for known spasticity.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).